Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing. No physical damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap was loose. Customer's blood glucose level was unknown. Customer stated that the battery compartment was loose. Customer stated there were sounds when it rewinds and insulin pump had cosmetic damage. The insulin pump will be returned for analysis.